Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level of 400 mg/dl. The insulin pump was off since it had issue of blank display but not more than 48 hours. It was unknown whether auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.